Event description:
It was reported that the patient is no longer able to hear with his device. All external parts have been exchanged; however, with no success. According to the clinician, it was not possible to carry out any testing. Re-implantation is planned to be carried out at the beginning of august.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.